Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the infusion was incorrectly programmed at a rate of 133ml/hr. And a duration of 45 minutes. From the report it appears that the IV bag emptied after this programming change, not between approx. 7am-1pm as previously reported. Ail alarms ¿every minute¿, sometimes it is no air, or a very small air bubble. This happens with refrigerated medications like piptazo as they come to room temperature.

Manufacturer narrative:
One sample was returned along with the pump under (B)(4). From the investigation, the returned device was fully evaluated, and no anomalies were observed during laboratory testing. The most probable cause found was user error. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.